Event description:
It was reported the pt was experiencing a surging or fading sensation of their stimulation. The location of the stimulation is in the rectal area. Impedance measurements were normal. An x-ray performed indicated a slight migration of the lead. The pt was undergoing reprogramming. Additional info has been requested, but was not available as of the date of this report.